Manufacturer narrative:
E1: name: (B)(6) based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced an event where patient experienced high blood glucose of 300mg/dl and treated with insulin pen on (B)(6) 2026.